Manufacturer narrative:
The filter set was discarded and therefore not available for inspection. The lot number was not provided therefore no device history record review was performed. The prismaflex set instructions for use states: "pay special attention to pts receiving ace inhibitors and/or having already shown similar allergic reactions." The pt was on an ace (angiotensin-converting-enzyme) inhibitor. Pts taking ace inhibitors treated on crrt with an an69 membrane are known to have an increased risk of developing anaphylactic reactions.

Event description:
A pt admitted to the ICU for possible lithium overdose was prescribed crrt. Within minutes of starting treatment, the pt turned "red from head to toe", she became hypotensive (bp: 30/0); and her heart rate was variable with runs of ventricular. Epinephrine and phenylephrine ivp were administered to restore blood pressure (post bp: 136/64) and hemodynamic stability. The pt recovered and transferred from the ICU. Following the attempt to initiate crrt, it was discovered that the pt had been taking the angiotensin converting enzyme (ace) inhibitor, lisinopril.